Event description:
It was reported that a patient using iLet with a Libre 3+ experienced a low glucose event with a lowest CGM reading of 58, after staying up late, eating late, and consuming an unannounced snack; the glucose then trended high, the iLet delivered corrections, and glucose subsequently trended down, prompting the patient to treat with oral glucose. Symptoms included tiredness and malaise consistent with hypoglycemia. Outcomes included the need for medication treatment in the form of oral glucose. Investigation included communication with the patient and analysis of information provided. Investigation of this case revealed no device problem and identified a usage problem, specifically an improper or incorrect procedure related to failure to announce the snack, with no applicable device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event. Troubleshooting and education were completed, including reinforcement of meal announcements and best practices for treating lows to avoid overtreatment.